Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2019 by a nurse which refers to a caucasian female patient in her 50s. The patient medical history included reactions to unspecified fillers and other things, passed out (five years ago) which required the use of an epipen. This was why the patient had an epipen with her during the latest injection. The patient had previously received treatment with dysport twice on an unknown date (reported as more than three months ago) and stopped on (B)(6) 2019 without any incident. The patient also had received treatment with unspecified fillers in the past. On (B)(6) 2019, the patient received treatment with 0.3 to 0.4 ml restylane defyne (lot number 16452) to marionette lines following injection in nasolabial folds with unknown needle and technique. On (B)(6) 2019, 10 to 15 minutes into the treatment procedure, the patient was not feeling well (malaise) and appeared pale (pallor). The health care professional (hcp) stopped the injection, provided water and had the patient lied down. The patient reported that she had ben dieting and the hcp thought this could be related. After lied down, the patient stopped breathing (respiratory arrest) and eyes rolled back in head and became unresponsive (loss of consciousness). It was reported that the patient had passed out in the past but had not actually stopped breathing. On (B)(6) 2019, the patient was injected with an epipen [epinephrine] in the thigh and regained consciousness. The hcp called 911 but by the time they arrived the episode was over and the patient declined to go to the emergency room, which was what the hcp had advised. The hcp then advised the patient to contact her pcp to report the incident, and stated that she would not be injecting her with fillers in the future. Furthermore, the patient was observed for an hour after the injection. Outcome at the time of the report: eyes rolled back in head and became unresponsive was recovered/resolved. Became pale was recovered/resolved. Did not feel well was recovered/resolved. Stopped breathing was recovered/resolved.